Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: due to loose button, water tightness was lost. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, that the camera head water tightness was lost. There were no reports of patient involvement.